Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A customer reported receiving high sensor reading of 201 mg/dl, which was higher than he felt. The customer self-treated based on the sensor reading and experienced symptoms of agitated, dizzy, weak, and seizure. The customer was incapable of self-treating and the ambulance was called. The emt intravenously administered glucose for treatment. The customer was taken to a hospital where an unspecified blood glucose reading was obtained and MRI, ECG, dcg and xray tests were performed, but no treatment was rendered. There was no report of death or permanent injury associated with this event.